Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) alarm assembly to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated a "breath delivery" alert message. The patient was transferred to another ventilator without harm.